Manufacturer narrative:
The following devices were also listed in this report: size 4 cr femur; cat # unk_jr; lot # unknown. Triathlon prim tib baseplate - cemented; cat # 5520-b-300; lot #unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding revision due to pain involving an unknown implant insert was reported. The event was not confirmed. Method & results: product evaluation and results: : not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: an event regarding revision due to pain involving an unknown implant insert was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to pain. Intra-operatively, implants were noted to be well-fixed. A cr knee was revised to a ps knee. Rep reported that he can provide revision usage, and confirmed that no further information will be released by the hospital or surgeon.